Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that there were plastic particles floating within an intravia empty container. This was noted before use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection was performed. During visual inspection, no defects were observed. Using a filter, the solution was emptied and particulate matter was not observed on the filter. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.